Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection and leak testing were performed. During leak testing, a leak was observed at the junction of the spike and tubing. The cause of the condition is due to incorrect insertion of the tubing into the spike during manual assembly. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a buretrol solution set leaked from an unspecified location. This occurred during priming. There was no patient involvement. No additional information is available.